Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been received from the customer indicating that they could not confirm the correct device was returned in relation to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation. Device evaluation: device evaluated by manufacturer, codes updated, the device was returned for evaluation and the clinical observation was not confirmed. Upon evaluation of the returned device it was found that the implant coil was detached and missing. The proximal end of the pushwire containing the tack weld replacement (twr) crimp was not returned. As a result, any contributing factors from the coil or twr crimp could not be assessed. The proximal end of the pushwire was found bent, broken and jagged with a broken release wire extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional information based on the condition of the returned device, however no information has been received. The cause for the difficulty during detaching the implant coil was likely due to user context. The customer did not use an instant detacher to detach the implant coil and did not break the pushwire as instructed in the axium coil instructions for use (IFU). The implant coil likely detached from the pushwire due to the pulled back release wire. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿the axium detachable coil consists of a platinum embolization coil attached to a composite implant delivery pusher with a radiopaque positioning marker and a hand-held i.d. (Instant detacher) which when activated detaches the coil from the delivery pusher tip. Directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach during the stent assisted coiling treatment of intracranial aneurysm. The physician tried to detach multiple times but coil did not detach. It was reported the physician withdrew the coil successfully and new device was used successfully. No patient complications were reported.